Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported after 7-day chemotherapy with cytarabine, granulocyte was insufficient. Prior to application of advanced antibiotics, peripheral blood was drawn and cultured on may 25 according to treatment practice. May 29 report showed positive candida parapsilosis. On may 28 and may 30, blood cultures were tested negative. On june 5, double blood samples were cultured. On june 11, reports indicated positive candida parapsilosis. According to the doctor's advice, diflucan was infused. On june 5, june 7 and june 8, fever developed. No infection signs, such as redness, were spotted at the puncture site since catheter insertion. On june 11, the PICC was removed according to surgeon's advice and antifungal treatment was performed.